Manufacturer narrative:
The autopulse platform (B)(4) was returned for preventive maintenance. As part of routine service, the platform functionally tested and displayed a user advisory (ua) 12 (lifeband not detected) error message during power up. Following this, a lifeband clip detect switch inspection was performed where it was indicated that the switch lever is not able to close and is not parallel to the switch case, causing the ua 12 error message to occur. After readjustment of the switch lever and verification using a standard belt test clip aid, the platform was further tested and operated as intended without any further issue fault or error. The platform passed all testing criteria and met all required specifications.

Event description:
The autopulse platform (B)(4) was returned for preventive maintenance. As part of routine service, the platform was tested and during initial power up, displayed user advisory (ua) 12 (lifeband not detected) error message on the user control panel.